Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient frequently applied a steroid cream to incision post-surgery. Part of the incision was now not healing. Test was performed and confirmed that the device was not infected. The hcp was going to schedule a quick surgery to cut out the skin that was not healing and re-stitch it together. The patient was getting 60% relief. The patient had pocket pain but this was decreasing over time. The hcp did not plan to touch the device system during the surgery. This surgery had not yet occurred. No further complications were reported.